Manufacturer narrative:
A work order was performed for this case, the complaint arm aliment issue in the machine while inspect the machine was found and the alignment issue was confirmed. A calibration was performed, and the machine is working fine. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. A second work order was performed, an inspection was performed and found that there was little bit of near and far alignment issue, we done the alignment and aiming beam intensity very less, it has to be replaced. Based on the work order information, conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during inspection, an arm alignment issue was found. The issue was resolved after the device was aligned, calibrated and after the aiming beam diode was changed. There was no patient involved in this event.

Event description:
It was reported that during inspection, an arm alignment issue was found. The issue was resolved after the device was aligned, calibrated and after the aiming beam diode was changed. There was no patient involved in this event.

Manufacturer narrative:
A work order was performed for this case, the complaint arm aliment issue in the machine while inspect the machine was found and the alignment issue was confirmed. A calibration was performed, and the machine is working fine. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the work order information, conclusion code of cause traced to component failure was assigned to this investigation.